Manufacturer narrative:
H6 codes b01, b14, c19, d15: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The condition of the vsx device as returned for evaluation was consistent with the primary reported complaint of a broken deployment line during attempted deployment. The outer zipper of the vsx device as returned was partially deployed and breakage of the deployment line was confirmed; there was no expansion of the endoprosthesis. However, the deployment failure could not be replicated. Deployment of the returned vsx device was able to continue when pulling the broken deployment line during evaluation, demonstrating that the deployment mechanism itself was not stuck. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device. The root cause for the partial deployment and broken deployment line could not be established. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted for a patient as a bridging stent during a thoraco-abdominal aneurysm repair (taaa) procedure with a cook t-branch. In this procedure a 7 fr flexor® introducer sheath (cook medical) and a v-18 controlwire guidewire 0.018" (boston scientific) were used. During the procedure, the viabahn stent could not be deployed into the target vessel, as the patient anatomy seemed unfavorable tortuous. The physician pulled the deployment line to release the viabahn stent, but the deployment line came out completely without opening the viabahn stent. The deployment line was broken. The viabahn delivery system was then removed from the patient. The procedure was completed with the implantation of another viabahn stent. The patient was well after the procedure and there was no harm to the patient. The physician had no suspicion why or how the deployment line broke. The physician was assuming probably a manufacturing defect. The viabahn stent is available for further inspection.

Manufacturer narrative:
H6 codes b01, c19: the reported failure mode of broken deployment line is consistent with the findings of broken deployment line. The root cause of the reported failure mode could not be established with the available information. The engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b21, c21: the device is in transition to gore. The device will be evaluated once received. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn device) was meant to be implanted for a patient as a bridging stent during a thoraco-abdominal procedure with a cook t-branch. During the procedure, the viabahn device could not be deployed into the target vessel, as the patient anatomy seemed unfavorable. The physician pulled the deployment line to release the viabahn device, but the deployment line came out completely without opening the viabahn device. The viabahn device is available for further inspection.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21: the medical device returned for further investigations.

Event description:
The following was reported to gore: on (B)(6) 2025, a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) was meant to be implanted for a patient as a bridging stent during a thoraco-abdominal aneurysm repair (taaa) procedure with a cook t-branch. In this procedure a 7 fr flexor® introducer sheath (cook medical) and a 018" stiff wire (boston scientific) were used. During the procedure, the viabahn stent could not be deployed into the target vessel, as the patient anatomy seemed unfavorable tortuous. The physician pulled the deployment line to release the viabahn stent, but the deployment line came out completely without opening the viabahn stent. The deployment line was broken. The viabahn delivery system was then removed from the patient. The procedure was completed with the implantation of another viabahn stent. The patient was well after the procedure and there was no harm to the patient. The physician had no suspicion why or how the deployment line broke. The physician was assuming probably a manufacturing defect. The viabahn stent is available for further inspection.